Event description:
Boston scientific received information that a high, out of range shock impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. The patient was hospitalized and the device was deactivated. A lead extraction procedure was planned. In the interim, the patient is being monitored. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful therefore our investigation is complete. This investigation will be updated should further information be provided.